Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic with multiple vf episodes due to noise. High pli impedance, high thresholds and sensing anomaly were observed. The lead was capped.